Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery distal-atrioventricular branch. A 3.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-boston scientific device. No patient complications were reported and the patient condition was good.